Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg pocket opened up after the patient fell. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. It was discovered that the pocket had become infected. The patient was prescribed antibiotics and is recovering.